Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause was unknown. On the same day as symptom manifestation, the patient was hospitalized and started treatment with vancomycin (2gm intraperitoneally every fifth day for fourteen days) and ceftazidime (2gm intraperitoneally, once a day for fourteen days). Two days after manifestation symptoms, the patient was diagnosed with peritonitis. Four days after hospitalization the patient was discharged and had recovered. Pd therapy was ongoing. Additional information is not available.